Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a pseudoaneurysm was noted and possibly related to the delivery catheter system (dcs). Non-medtronic perclose suture device deployment was attempted but unsuccessful to manage pseudoaneurysm. Treatment with a 10mm stent in the right femoral artery was placed successfully with no complications. Low platelet count was low but increased four days later and no treatment was needed. No other adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Vascular access-related complications, including pseudoaneurysm, are known potential adverse effects. The delivery catheter system (dcs) was not returned for analysis; therefore a conclusive cause regarding the pseudoaneurysm being possibly related to the dcs cannot be determined with the limited information available.